Event description:
Caller reported symptoms of hypoglycemia with aviva combo system blood glucose results of 509 mg/dl, 239 mg/dl, and 47 mg/dl within 10 minutes. Husband treated her with carbohydrates. Customer reported having touched sweets before using the system and not washing her hands. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).